Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 520 mg/dl. Elevated blood glucose was addressed with a correction bolus via the pump. The customer continued to use the pump for insulin therapy. Reportedly, the customer was using cold insulin, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide.

Manufacturer narrative:
Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.